Manufacturer narrative:
Wide spread corrosion of the internal components was identified as the probable cause of the overheating reported.

Event description:
The micro sagittal saw was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.